Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a buzzer tone not working was confirmed during product evaluation. The root cause of the reported problem was determined to be a speaker harness and rear inverter harness being pinched. Appropriate action was taken to correct the reported problem by replacing the speaker harness and rear inverter harness. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a buzzer tone not working. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.